Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0, with no preceding notable events. There was no adverse impact to the customer's blood glucose level as the bg did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).